Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight and event information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event and therapy date are estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2021-02507. It was reported that following a car accident in (B)(6) 2020, the patient's therapy was decreasing by itself, and the patient experienced a shocking sensation. Eventually, therapy ceased completely. As a result, surgery may occur to address the issue.